Manufacturer narrative:
It was reported by the deceased customer's sister (B)(6) they never received an official cause of death but did mention that the customer was in a coma at the time of their passing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2016-60370.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016. The customer had an issue with the insulin pump on (B)(6) 2016 and disconnected from the device. The caller stated that prior to disconnecting from the device, the customer was struggling with high and low blood glucose. On 06/20/2016 the customer reported the device issue. On (B)(6) 2016, the customer experienced low blood glucose, was unresponsive, was hospitalized, and was placed on a feeding tube. The customer passed away on (B)(6) 2016, in a hospital. The customer had a brain injury and pneumonia. The caller stated that upon admission to the hospital on (B)(6) 2016, the customer had fever. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been discounted eighteen days prior to passing. The customer disconnected the insulin pump and was treating with manual injections. The pump will return for analysis.